Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that multiple intermittent occlusion alarms occurred. The customer's blood glucose level was 323 (mg/dl). Reportedly, the customer cleared the alarm and resumed insulin therapy.

Manufacturer narrative:
The failure investigation has been completed. The occlusion alarm investigation could not be completed as the cartridge was not returned; however, a different issue was identified.